Event description:
It was reported that the subject device had image blackout. The issue was identified during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, during the device evaluation exhibited broken light guide fibers glass of the distal end, universal cord sheath scratched and broken and image has horizontal stripe and flickers. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that universal cord sheath scratched and broken, bent universal sheath near the handle section end, image has horizontal stripe and were due abnormal repair by third party. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.